Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue was being approximated or sutured when it broke? What was used to complete the procedure? Please clarify, did the suture break or did the suture separated from the needle during use? Event date? Procedure name and date? Lot number? Are any samples available for evaluation? Will device be coming back? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.